Event description:
I received a philips respironics CPAP machine around early (B)(6) 2021. About a month after use I noticed I was having trouble breathing, spitting out black/gray stuff throughout the night, throwing up black tinted phlegm every morning after using CPAP, feeling like I was choking, not feeling like I slept and having to increase emergency asthma inhaler usage. I told my doctor I thought the machine was making things worse and she decreased my pressure to 4 (from 5) and encouraged me to clean in more frequently (I was already cleaning it daily). So I went on with the new adjustments and the same problems continued and began to get worse over time. Then I assumed that maybe the black and gray stuff were from nosebleeds I get because it tasted metallic but I just never recalled spitting up gray/black stuff in the past from it. The black debris started to gather around my mouth, in my gums, in my saliva in addition to what I was throwing up. I eventually stopped using my machine every night and began doing it every other night because it was making me feel so sick. I noticed the nights I didn't use it I felt more rested and was not throwing up as much black stuff. The nights I did use it the issues stated above continued. I found out through a patient of mine (I'm a mental health therapist) that their CPAP machine was recalled. I asked them what brand and they said philips respironics. I asked when they heard about that and they said about 2 months ago. I found out from my patient that it was officially recalled some time in june of 2021 to their knowledge. No one contacted me to tell me. I reached out to my doctor's office about the matter who did not say anything about knowing about this. There was no communication from philips respironics or where I get my equipment from. It was described as "black debris from the foam or certain chemicals released into the device's air pathway may be inhaled or swallowed by the person using the device". I found out on (B)(6) 2021. FDA safety report ID # (B)(4).